Event description:
The new variable dye injector system requires that new tubing be set up for each patient. As part of this set up, the tech or nurse must "purge" the tubing of air by pressing a button. This was not done, so air was injected into two (2) patients, on two different occasions, two days apart. The event with the first patient was not discovered until the error with the second patient occurred. Both patients resolved with no harm.healthcare professional's impression: human error - failure to "purge" by pushing the button.